Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening on radius side assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional, changed, and/or corrected data: e2, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device was explanted.